Event description:
Add'l info rec'd from MFR 7/17/04: a review of use data for the speaker in the monitor indicates 3 replacements in the past year on that part for the entire installed base of monitors. This is within the expected failure rate for the part. This indicates there is no systemic reliability issue with the part. The design of the monitor is to default the audio volume for key presses and alarms to mid range whenever the monitor is powered up and the unit beeps during the power up cycle. This is to verify correct operation. Conclusion: based on the available info, the primary root cause of the incident appears to be use error in their practice for not being in attendance to a pt while being monitored. If staff was in attendance, then the recording or visual flashing indications on the monitor would have alerted the staff to the pt's condition. A secondary, contributing factor may have been a random failure of the audio system in the monitor.

Event description:
Cardiac monitor was set to alarm for heart rate below 60; did not sound. Pt found "pulseless" and CPR was unsuccessful. Monitor was then tested and alarm did not sound.